Manufacturer narrative:
It was reported that the tendon stripper became worn after approx. 50 uses. This worn instrument was used for surgery, that tore 2 tendons in a patient. This could be recovered by a competitor's product. The affected tendor stripper was sent to the manufacturer for further evaluation. This examination showed that the article was manufactured according to the drawing. According to the drawing, there is a 0.1 mm radius on the flat surface of the distal end, which means that the tendon stripper must not be sharp-edged (fig.3 - 5). A hardness test was carried out to rule out unintentional wear, which showed that the distal head was hardened according to the specifications in the drawing. Therefore, the most probable root cause is a user error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4). Karl storz se & co. Kg was informed that this device was used for a further surgery. This case will be handled/reported as case (B)(4).

Event description:
It was reported that the tendon stripper became worn after approx. 50 uses. This worn instrument was used for surgery, that tore 2 tendons. There was a prolongation of approx. 1h and a second surgeon was needed. No further information regarding the state of health is available.